Event description:
Caller stated patient has device off because patient was having a hard time going. Caller stated patient was not using interstim device because implantable neurostimulator (ins) was causing patient to have retention. Caller stated since patient has ins off patient was flowing some, but ins off didn't fix patient¿s retention. Representative stated healthcare provider (hcp) was considering removing interstim device as patient could not get an MRI of the lumbar/thoracic region of patient's back. Representative stated the patient was in strong need for an MRI. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated